Event description:
Implant was placed 1/8/97. After 21 days, the pt presented withinflammation in the zone. She was covered with antibiotics. She healed. At the second stage surgery (6/10/97), the site was still ok. At uncovery (21 weeks later), the implant was loose. One person affected.